Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on four patient samples on an atellica ch 930 analyzer. Quality control (qc) results were acceptable on the day of the event. Siemens remotely assisted the customer and inspected the reaction and dilution washer for any leaking, and none were observed. Further, the customer removed, cleaned, and reseated the dilution probe, performed an auto check, and reran the dilution washer auto check, which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on four patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results recovered lower than the initial results, and were within the patient's health facility's expectations. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00262 on 24-sep-2025. Additional information (28-oct-2025): in addition to the service activities mentioned in the initial report, the customer removed the tubing for the dilution washer assembly and reassembled. Siemens further evaluated the event and determined that the dilution washer assembly which allowed droplets to fall into random dilution cuvettes potentially contributed to the falsely elevated concentrated carbon dioxide (co2_c) results. The service activities mentioned in the initial report resolved the event. The instrument is performing according to specifications. No further evaluation of this device is required. The investigation findings and investigation conclusion codes in the h6 section were updated to reflect the additional information.